Event description:
It was reported that a device was used during a laparoscopic nissen fundoplication. It was reported the surgeon had difficulty getting trocar through abdomen. The surgeon proceeded and placed the trocar through the liver upon insertion. The patient experienced some problems postoperatively and had to be readmitted to a different hospital. The patient had to remain in hospital as inpatient and later had to be readmitted. Device not returned for evaluation.